Manufacturer narrative:
The device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 5mm from the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05feb2025. It was reported that inflation issue occurred. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During inflation at the lesion, it was noted that the balloon slowly deflating. Balloon was attempted to reinflate multiple times. The balloon was replaced. No patient complications were reported. However, device analysis revealed a hole in the guidewire lumen.